Event description:
Information received by medtronic indicated that the insulin pump had a motor power supply voltage error detected error and motor was detected by reading unexpected value from hall sensor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and insulin pump passed it. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Device passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The history/trace downloads were successful using thump software. Pump error 41 was present in the history download on event date of (B)(6) 2022 at 13:18:00.000 and pump error 43 was also present in pump history on (B)(6) 2022 at 13:18:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electrical board a 1, electrical board a 2, motor or force sensor. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: pillowing keypad overlay. Pump error 41 and pump error 43 were confirmed. Problem isolated to motor assembly.